Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 5 mdrs filed for the same event (reference 1825034-2015- 00424 / 00428).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, a revision took place on (B)(6) 2014 due to infection. All components were removed and replaced with cement spacer molds. Operative report noted pain, redness and a small punctuate area of drainage unremarkable for infection during the revision procedure. The patient was reimplanted on (B)(6) 2015.

Event description:
It was reported that patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to infection. All components were removed and replaced with cement spacers.

Manufacturer narrative:
This follow-up report is being filed to relay information which was known at the time of the initial medwatch but was omitted in error.